Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump history showed multiple call service alarms on 11/18/2013. During testing, the pump was not able to perform the rewind, load, and prime steps due to a call service alarm. Performance testing was not able to be completed due to the call service alarm issue. The pump was opened and the internal motor was found to be defective. Evaluation revealed that a motor flex trace was cracked. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient has tried multiple times to reboot pump and it will not allow him to rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.